Event description:
Customer reported a faulty power interconnect.

Manufacturer narrative:
It was reported the express 4 power harness had evidence of charred material. No injuries, open flames, or smoke was reported, nor fire department being called.